Manufacturer narrative:
(B)(6) 2024 implant was incorrect on original report, it is unknown. Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The conductor cable leading to the rv shock coil was found fractured 3 cm proximal to the lead tip, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched, which most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
High shock impedances of greater than 150 ohms reported. Lead was explanted. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
(B)(6) 2024 implant was incorrect on original report, it is unknown. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.